Event description:
It was reported that the right ventricular lead impedance has been rising and is high. The threshold has also been increasing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as the data shows ventricular lead impedance increase from 1032 to 1891 ohms between (B)(4) 2011 and (B)(4) 2012. The ventricular impedance at implant was 856 ohms. The ventricular lifetime impedance max/min were 1891/450 ohms.